Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 600 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported following a pump replacement surgery the patient was having symptoms such as fever and sickness. The event date was asked but unknown. The incision was fine but labs done post antibiotics not working showed infection. The hcp decided to explant the pump and implant a new pump. The issue was resolved following the pump replacement. The patient's weight was (B)(6) kg.